Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant result on a patient. There was no patient information at the time of this report. Return product is available for investigation. Product lot# is unknown at the time of this report. Method: date: tested results: sample: I-stat, (B)(6) 2025 , 3:03 7.72 ph, a, abl 800 , (B)(6) 2025 , 10:13 7.48 ph , b, I-stat , (B)(6) 2025, 3:03 24.9 mmhg pco2, a, abl 800, (B)(6) 2025 , 10:13 51 mmhg pco2 , b, I-stat , (B)(6) 2025 , 3:03 20 mmhg po2 , a, abl 800, (B)(6) 2025, 10:13 45 mmhg po2, b, I-stat, (B)(6) 2025, 3:03 51% so2 , a, abl 800, (B)(6) 2025 , 10:13 75.7% so2 , b. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Due to the expiration of cg8+ cartridge lot w24270 (26-may-2025), retained testing could not be performed. No deficiency has been determined for cg8+ cartridge lot w24270.